Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event, as well as a direct correlation to heartmate 3 lvas could not be conclusively determined through this evaluation. It was reported that the patient expired on (B)(6) 2016; however, due to privacy laws, the account was prohibited from providing further information regarding the event. It was also reported that heartmate 3 lvas was not explanted and would not be returned for evaluation. The hm3 lvas IFU lists all potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that the patient expired. The pump will not be returned for evaluation. Privacy laws prohibit the customer from providing information regarding the case.